Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the physician implanted the shunt and recognized that the valve was ¿not working properly.¿ the physician checked both the ventricular and peritoneal catheters and determined that they were working properly. It was indicated the valve was to be replaced. There were no symptoms associated with the event and the patient¿s status was listed as no injury.